Event description:
It was reported a disconnection between the cockpit and m540 monitor during patient use resulted in an interruption in live patient monitoring. There was no adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported a disconnection between the cockpit and m540 monitor during patient use resulted in an interruption in live patient monitoring. There was no adverse patient impact.

Manufacturer narrative:
Review of the logs provided showed that the timing between m540s and cockpits were not aligned. A signature entry following the timing discrepancies was identified. When this communication error occurs, the cockpit attempts to correct the issue and in the cases it cannot, as a result, the cockpit closes all communications to the m540. When this occurs, the m540 maintains monitoring capability as intended as a stand-alone patient monitor. Notably, discharging the patient from the m540 resolves the issue, re-establishes connection and the patient can be reassigned to the monitor. Attempts to reproduce the disconnect issue at draeger have been unsuccessful in a simulated clinical test setup. One of the affected m540s was returned to draeger for evaluation and no device malfunctions were identified. Though the specific root cause of the timing issue cannot be determined, draeger has identified an opportunity to develop software code changes that are intended to prevent the cockpit from disconnecting due to timing alignment issues, regardless of the cause, for a future software release.